Manufacturer narrative:
Evaluation summary: a company representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. No further information was obtained from this customer on the handpiece. The cassette pak lot number was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customers reported event was not able to be confirmed. The system met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that the aspiration with phacoemulsification and the irrigation/aspiration (I/a) worked marginally during surgery. The surgery was completed using a different phacoemulsification handpiece, tubing and cassette. After this replacement, the I/a improved. Additional information has been requested but not received to date.